Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident no defects were found. A technical support specialist (tss) dialed into server bd rss group 3 es10167612app and checked the server communication status. No issues were identified. In health sight viewer (hsv), the system also indicated that there were no communication problems. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the orders had failed to crossover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.